Event description:
Ino machine has to be turned on to be used. Pt was on nitric oxide. Her heart rate dropped into the 90s from 130s and her sats were in the low 80s. She needed to be bagged and suctioned. The knob on the ino machine was stuck in the off position and could not be turned. Tried several times while the pt's heart rate and sats dropped. The rt was finally able to get it unstuck, the pt was sedated and relaxed after this event. This is the second time this has happened to the reporter and other people report similar problems with this knob on ino machines.